Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective processor board as a result of aging of the device. The autopulse platform was manufactured in 2006 and is 13 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed damage to the motor cover and the encoder cover. The cause for the physical damage was due to normal wear and tear of the autopulse platform. The motor cover and the encoder cover needs to be replaced to remedy the damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of user advisory (ua) 136 error on the reported complaint date. The processor board was replaced to remedy the system error. The autopulse was then subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.